Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, the reload was loaded on to the handle, the tissue was grasped, but the instrument failed to fire. The surgeon attempted to open the jaws but the jaws would not open. A new handle and adapter were used to correct the problem. The last patient status is good. Operating time was not extended. There was no additional tissue resection. There was no tissue damage. No device fragment fell into the patient cavity. There was no bleeding.

Manufacturer narrative:
(B)(4). Summary: post market vigilance (pmv) led an evaluation of opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was instrument did not fire, instrument locked on tissue, and light was not working during a gastrectomy procedure. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery and adapter were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv representative adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The reload was loaded into the adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned samples confirmed the products met quality release specifications that were tested regarding the reported conditions. The reported condition was not confirmed. A review of the handle and adapter device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.